Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. Information from the field indicated that there was anatomical interference (interacted with atrial septum), an 9f delivery sheath was used, and there was not any angulation or kink in the delivery system upon deployment. The cause of the reported incident could not be conclusively determined. There is no indication for a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 30-25mm amplatzer talisman pfo occluder (8318951) was chosen for implant using a 9f amplatzer talisman delivery system. Prior to implant, the septum was measured at 18mm, and the tunnel length was measured at 12mm using an 8mm sizing balloon. When the occluder was set in the loader and the system was de-aired, the right atrial disc had a bulge. It was reported the first delivery sheath was in the patient for an extended period of time and was pushed and pulled to aid in correcting the occluder's configuration. The occluder was recaptured and removed from the patient. The physician attempted to correct the shape by hand, but the shape did not return to normal. Therefore, a new 30-25mm amplatzer talisman pfo occluder (8590763) was chosen for implant. When the occluder was deployed, the left atrial disc was swollen and did not collapse to the normal shape. It was reported blood could not be drained even when the occluder was removed from the patient and negative pressure was applied to the delivery sheath with a syringe. It was then reported a thrombus was seen in the delivery sheath via extracorporeal suction. There was no reverse blood flow before using the second occluder and the thrombus possibly formed in the delivery system during the replacement of the occluders. The delivery system and the occluder were both replaced. The replacement 30-25mm amplatzer talisman pfo occluder was successfully implanted using the replacement 9f amplatzer talisman delivery system. During procedure, the patient's activated clotting time (act) levels were more than 250 seconds and the patient was administered heparin via saline solution. There was no angulation/kink noticed in the delivery system, neither occluders were ever released from the delivery cable while inside the patient, and the atrial septum was the only cardiac structure interacted with during deployment. It was reported the patient had been prescribed an unknown anticoagulant. There was no clinically significant delay in the procedure. The patient remained hemodynamically stable throughout the procedure and their status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.